Event description:
It was reported that an episode of non-sustained right ventricular (rv) oversensing was observed on a remote transmission. The episode may have been due to either far r oversensing or lead noise that caused inhibition of pacing. It was suggested monitoring or reprogramming if further episodes are detected. No patient symptoms were reported.

Event description:
It was reported that an episode of non-sustained right ventricular (rv) oversensing was observed on a remote transmission. The episode may have been due to either far p oversensing or lead noise that caused inhibition of pacing. It was suggested to monitor or reprogram if further episodes are detected. No patient symptoms were reported. On 30 jan 2023, another occurrence of far p oversensing was noted. Programming changes were made. The patient was stable throughout.